Event description:
Bilateral mastectomy with tissue expander (B)(6) 2018. Bl red breast syndrome with hdflex. Mentor high profile memory gel smooth 380cc implants (B)(6) 2018. Left breast: wound dehiscence (B)(6) 2019, sutures, wound dehiscence (B)(6) 2019. Surgery (B)(6) 2019 replacement smooth, 235cc smooth, memory gel implant. Breast rash, wound dehiscence (B)(6) 2019. Sutured, vacation (B)(6) 2019 (scheduled 9 months prior) wound dehiscence (B)(6) 2019 while in the middle of the ocean; returned. Surgery (B)(6) 2019 removed implant and anterior / posterior capsule (some still remains on my ribs. Wound healed in 10 days. Cultures gram stain negative, fungus negative, afb pending but report shows no growth over 4 weeks. Awaiting results in 4 weeks. I also experienced many breast implant illness symptoms during this time. Most severe was involuntary muscle movements, twitching, intention tremors, hand flapping, large leg muscles felt like they were vibrating, dizziness, balance problems, difficulty swallowing, hair falling out, ringing in ears, severe bloating which caused pain, loss of appetite, swelling in hands and feet, shortness of breath, sweating, severe fatigue, and weirdly, air bubbles in urine. I felt like I was dying. I reported these symptoms to my oncologist as I was concerned they were side effects to anastrozole. Most of these symptoms resolved when implant was removed. I am still tired, but not severely fatigued, most of my urine has cleared. I still have sweating. I am concerned about remaining capsule on fibs and will have it removed soon along with my right implant. FDA safety report ID # (B)(4).